Event description:
Clinical study: same case as mer # 6000089-2006-00986, six hundred and seventy two days post index procedure, the pt experienced a target vessel revascularization (tvr). The pt presented for the index procedure with unstable angina. The index procedure treated 2 target lesions. Target lesion 1 was a de novo, mildly tortuous,a nd moderately calcified, 90% stenosed portion of the proximal circumflex. The lesion was 3 mm in width, and 8 mm in length. The physician pre-dilated the lesion prior to placing a 3 x 20 mm taxus express2 stent. Residual stenosis was 0% post deployment. Target lesion 2 was a de novo, moderately calcified, 90% stenosed portion of the distal circumflex. The lesion was 3 mm in width, and 15 mm in length. The physician pre-dilated the lesion prior to placing a 3 x 16 mm taxus express2 stent. Residual stenosis was 0% post deployment. There was a 1 mm overlap of the 2 stents. The pt received abciximab during the procedure. The pt was discharged on zocor, plavix and aspirin one day later. On day 672, the pt presented with substernal chest pain associated with shortness of breath and diaphoresis. ECG showed st elevation of 2.3 mm in the inferior leads. Cardiac enzymes met guideline criteria for mi. In the opinion of the physician, there was an unk relationship between the taxus stent and the mi. The pt was diagnosed with an inferior wall myocardial infarction and was taken to the cath lab. In the cath lad, the mid circumflex was successfully angioplastied. A tvr in the om1 also was attempted. Multiple attempts to open the mo1 were unsuccessful. However, some flow was seen into the om1 procedure. This was not a restenosis of the taxus stents, and in the opinion of the physician, the tvr had an unk relationship to the taxus stents. The pt was discharged 3 days later on zocor, plavix and aspirin.